Manufacturer narrative:
The insulin pump was received with a cracked case,a cracked lcd window, a cracked keypad overlay and a keypad overlay peeling. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to missing segments or partial display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was crushed in and industrial accident. The insulin pump had damage to the face. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.